Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph did not reveal any evidence of particulate matter. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed during use of a solution administration set. The reporter stated that immediately after connection of the set to a nutrition bag, a particle was observed in the bag. This occurred during set-up. There was no patient involvement. No additional information is available.